Event description:
It was reported that while on patient, the expiratory one way valve was stuck in closed position. There were no patient injuries reported. Manufacturers ref: (B)(4).

Manufacturer narrative:
The patient cassette was replaced and returned for investigation. The reported issue could not be reproduced while performing simulated-use tests. The device logs were evaluated and they contained indications of a stuck expiratory one-way valve in the closed position. The valve is located in the patient cassette. In prior investigations of similar cases, different methods to simulate a stuck valve were used. The valves have been exposed to saline, human saliva, and water which were added to and then extracted from a co2 absorber. When performing the simulation method above, it was possible to reproduce the issue regarding the stuck valve, but we do not have any evidence that these simulation methods correspond to what made the valve stuck at the hospital. The true cause for the reported event, as a result, has not been determined from this investigation.

Event description:
Manufacturers reference # : (B)(4).